Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to (B)(4). The complaint rate for false negatives is under the expected threshold of 8% (label claim)/4% (internal warning limit). There are no open issues identified after the review of capas, scars, and ncmrs at this time nor any previous complaints from this customer associated with false negative result issues prior to received date of january 22, 2022. Lucira health will continue to monitor trends related to false negative results. Based on the limited information available, root cause cannot be determined. This device is marketed under eua (B)(4) check-it.

Event description:
A review was reported on amazon with the subject stating, "multiple false negatives". No additional information was provided. Per amazon policy, lucira was unable to contact the customer directly to obtain additional information.